Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising right ventricular (rv) thresholds were noted on the leadless implantable pulse generator (ipg). The ipg was inactivated and replaced with a transvenous system. No patient complications have been reported as a result of this event.